Manufacturer narrative:
Failure event observed during analysis. Final analysis found an insulation abrasion breaching the outer insulation and exposing the outer coil at 5.6 cm to 6.0 cm from the connector pin. The abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.